Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the grippers that stopped functioning during the procedure which has potential to cause or contribute in serious injury. It was reported that during the procedure, the mitraclip functioned properly with the first three attempts to grasp the leaflets. After the third attempt to grasp the leaflets, the physician noted that use of the gripper lever was not the same as usual. A break was suspected on the gripper line. No further attempts were made to grasp the leaflets. X-ray showed that the grippers remained lowered and were unable to be raised and removed from the leaflets. During packaging of the device to return it for investigation, it was noted that the gripper line was broken. A new mitraclip was used to complete the procedure without further incident. Mitral regurgitation (mr) was reduced from 4 to 2 with one mitraclip. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper line break and gripper actuation issue were confirmed with the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue appears to be related to the gripper line break; however, a definitive cause for the reported gripper line break could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the dc shaft, leading to the observed herniation of the lumen coil. Subsequently, the gripper line break was likely due to a contribution of forces from usage of the device (procedural interaction) in conjunction with the herniation in the lumen coil. The aggregations of forces due to patient anatomy, curves on the system and herniated lumen coils can contribute to the reported break; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.